Manufacturer narrative:
Product analysis - product ID# 37612: the returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for unknown indications for use. It was reported that on the date of implant the ins had high impedance on the second channel. The device was replaced and the event was resolved. It was unknown what external factors may have contributed to the event. No patient symptoms/complications were reported.